Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of under and over sensing was confirmed in the laboratory via review of stored electrograms. The device was tested on the bench and using automated test equipment and no anomalies were found. It was suspected that the cause of the under and over sensing was the programmed device settings.

Event description:
It was reported that during follow up several episodes with under and oversensed events including t-wave oversensing could be seen.